Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 12. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and fistula. No further patient complications were reported.